Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri)

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-10077. Related manufacturer report number: 2017865-2020-10078. It was reported that the patient presented remotely. Review of transmission revealed a rise in impedance in the right ventricular lead. During follow up in clinic, noise was noted on the right atrial lead. A chest x-ray showed visible clavicular crush on both leads. The leads were explanted and replaced. Also following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition.